Event description:
It was reported that there was unrestricted fluid flow through four (4) vial-mate adapters. The vial-mates were connected to the fluid bag, and fluid was being squeezed into the vial. However, the fluid was found to be regurgitating up and out of the top of the vial-mates. Similarly, when hung on the hook, the fluid backflowed and came out of the top of the vial-mate. This was observed during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between april 30, 2024 and may 07, 2024. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.